Manufacturer narrative:
The 510(k) for that product is k983112. The device was visually inspected. Results: our records indicate that this is the only complaint received for this type of fault for the given lot number. The pins on both the inspiratory and expiratory limbs were bent. One possible reason for this fault is damage caused by mfg equipment. Test probes on an automated tester have been upgraded to prevent heated circuit pins being bent during mfg. Conclusions: the device was out of specifications. The rate of occurrence for such complaints is approx 0.002% worldwide for the last year.

Event description:
Reporter reported that hospital staff were unable to connect the electrical adapter of the rt104 adult breathing circuit to the respiratory tube because the pin for the heater wire was bent. No pt consequence was reported.